Event description:
It was reported that the wake button was delayed in responding to touch. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 409 mg/dl - "high". Cause of bg was unknown. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.